Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during a cataract extraction and intraocular lens (iol) implant procedure, the iol failed to deliver because the leading haptic failed to engage. There was patient contact. Additional information was provided indicating that the procedure was completed with another lens. There was no patient harm.